Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for o2 concentration high. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated test use of the returned o2 gas module in a ventilator could not reproduce the same failure as the pre-use check passed the test. No abnormal found during ventilation mode for 24 hours. However, during testing in the o2 gas module test system, the flow curve could be seen as spiky. This failure is caused by a sticky membrane. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).